Event description:
As reported for this event by the customer, after approximately five to ten minutes after start of the use of the device in a total laparoscopic hysterectomy (tlh), the device tissue pad began to peel off. The device was replaced with a second device. The tissue pad of the second device wore out as well. The procedure was completed with a third similar device. There is no harm or adverse impact to the patient. The usage conditions at the time of the tissue pads of the device wore out is not known. The settings at the time were max 3, var 1. The devices were inspected prior to use with no anomaly noted. The intelligent tissue monitoring function was off during the event.

Manufacturer narrative:
There are two failed devices associated with this event. These devices are captured in medwatches with patient identifiers (B)(6). This medwatch is for the patient identifier (B)(6). Full name of the facility is (B)(6) hospital. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Please see the updates in sections h3, h4, h6, and h10. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the tissue pad was found to be work off and partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The specific root cause of the tissue pad being worn out and partially peeled off could not be determined at this time. This following information is included in the instructions for use (IFU): ¿do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.